Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had two bad falls. The caller said after the first fall, the patient had to increase stimulation to nearly maximum to feel it, but later the level was too high where the patient could not take it. The caller stated it was either too much or not enough. The first fall was in (B)(6) of 2017 and the stimulation issues began after that. The second fall was in (B)(6) of 2018. No further complications were reported.